Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with dislodgement during post-operative analysis. This led to loss of capture and atrial sensing variation. The lead was revised in a procedure on (B)(6) 2021 to restore normal parameters. Post-procedure the patient was stable.